Event description:
It was reported that the patient has been hospitalized the last few months for break through seizures. The patient has been referred for prophylactic replacement to a m1000 generator for added device benefits. No additional relevant information has been received to date. No replacement has occurred to date.

Manufacturer narrative:
Describe event or problem", corrected data: the initial report inadvertently left out the following information: that per the physician, the patient's seizure activity has been consistently severe over the years and breakthrough activity increases and decreases depending on medication changes. That the cause of the patient's recent increase in seizures is the severity of the patient's epilepsy condition. That per the physician, vns is not a contributing factor to the recent increase in seizures. And that the physician did not manage the patient at the time of the vns implant, so he could not state if the seizure frequency was at or below pre-vns levels, but did say the seizure frequency increases and decreases at different periods of time given multiple factors of the patient's conditions and co-morbidities. Device evaluated by MFR?", device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information was received from a company representative reporting that the physician states the patient's seizure activity has been consistently severe over the years and breakthrough activity increases and decreases depending on medication changes. The cause of the patient's recent increase in seizures is the severity of the patient's epilepsy condition. Per the physician, vns is not a contributing factor to the recent increase in seizures. And the physician did not manage the patient at the time of the vns implant, so he could not state if the seizure frequency was at or below pre-vns levels, but did say the seizure frequency increases and decreases at different periods of time given multiple factors of the patient's conditions and co-morbidities. The patient underwent generator replacement surgery, the reason for the replacement was said to be for prophylactic reasons. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR, corrected data: the initial report inadvertently did not mark "not returned to manufacturer" which has now been marked.